Event description:
Additional information received from a health care provider (hcp) indicated that actions/interventions implemented to resolve the pump flipping and catheter kink was an intrathecal pump (itp) and catheter revision. The pump flipping and catheter kink was resolved as well as the patient's reported of pain, inability to walk, inability to move feet/fingers locked up. The patients weight at the time of the event was also provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID tm90t0 serial# (B)(6) product type accessory product ID 8780 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient receiving clonidine/hydromorphone/droperidol/baclofen/ bupivacaine via implantable pump. The indication for use was malignant pain. The patient reported that she had emergency surgery to have the pump tacked back into place because the pump began to flip and roll, and the catheter was kinked. Additional information received from a consumer indicated that the patient tried to connect to the pump since last night, but it keeps getting no device communicator found or no pump found. The patient had increase pain each day for a week and half. However, the patient did not fall or had trauma. The pain was getting worst so she could not walk. The patient felt like she could not move her feet and her finger were locked up in morning. When she was straightening up, she was feeling new pain in the right hip and both knees. The doctor was aware of the pain since she reported the pain to the clinic. There were only three refills left and she been moving often, and it been hurting. The patient will visit their doctor on (B)(6) 2023 for a refill. Since (B)(6) 2023, when she got the handset/communicator, she has had problems with getting them to connect since she was not guided how to use the external devices. After troubleshooting over the phone, the patient was able to connect/request/receive bolus.